Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was duplicated and attributed to a faulty monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician powered the device back on and the device successfully delivered 2 more shocks to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.